Event description:
N/a.

Manufacturer narrative:
Additional customer contact phone: (B)(6). Getinge field service engineer (fse) stated that the customer reported that the iabp shut off unexpectedly during therapy. After reviewing the power activity log, fse confirmed that the iabp turned off without it being shut off manually. After further inspection fse found fault log code#118. As the service manual suggested, fse troubleshooted base to head connections including the coiled cord and video generator board, and did not find any problems. Fse replaced the pcba, video generator as a precaution. Fse performed a pm, full calibration, and tested the unit. The product passed all functional/safety testing. Returned the unit to the customer.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during therapy, the cardiosave intra-aortic balloon pump (iabp) unit turned off by itself. There was no patient harm.